Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the reporter's request, the surgeon was not contacted. (B) (4). (B) (4)

Event description:
Adverse event(s): "blurred vision distance and near, light sensitivity, floaters, eye fatigue, halos, distortion" (blurred vision), (photophobia), (vitreous floaters), (fatigue), (halo), (visual disturbances); "did not correct astigmatism" (no code available). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumers wife reported that following bilateral intraocular lens (iol) implant surgeries, her husband is experiencing blurred vision (distance and near), light sensitivity, floaters, eye fatigue, halos, and distortion. She reported that the iols did not correct her husband's astigmatism in both eyes. The surgeon was planning on doing an lri but her husband developed conjunctivitis (cause unknown) which caused "red, puffy, watery" eyes, which was treated with medications. She reported that her husband sought a second opinion and was told to have the iols exchanged. Upon a recent examination with the implanting surgeon, she reported that her husband had one reading of "6d cylinder, then they put drops in the eyes, and it decreased to 3d". She stated that the surgeon still plans on doing lri procedures and informed them that the iols may need to be replaced. She reported that the surgeon continues to monitor her husband. At the reporter's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.